Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that the mayfiled modified skull clamp (a1059) came loose after screwing the torque screw till 60n and it went back to 20n. The pin turned out, which resulted in a cut of 3cm behind the patient's ear which had to be sutured. There was increased surgery time of 15 minutes. Patient was reported as doing well after the procedure.

Event description:
N/a

Manufacturer narrative:
The mayfield skull clamp (B)(6) was returned for evaluation: failure analysis - the reported complaint was confirmed from the evaluation. The locking mechanism has some movement, and some small parts were worn off. The worn off small parts were replaced, the swivel lock assembly was readjusted and the unit was cleaned. After the reassembly, a function test was carried out. Root cause - complaint is confirmed via inspection of the unit. There was some movement in the locking mechanism and the unit required replacement of worn parts from routine use and wear. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to unintended movement/slippage of the patient. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.